Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: ref : (B)(4). Lot: 0109326p41. Incident: valve breakage consequence: no clinical consequences for the patient, exchange of the medical device.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-23. Investigation summary: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that there the valve moved towards the luer end. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue that is related to sterilization. The appropriate personnel have been notified of this complaint. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: 393229. Lot: 0109326p41. Incident: valve breakage. Consequence: no clinical consequences for the patient, exchange of the medical device.